Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint of poor air and water supply was confirmed. Upon inspection and testing, it was observed that there was presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down knob do not meet the standard value; adhesive on distal end rubber coating (a-rubber) has a crack; objective lens has a crack; forceps elevator channel port is shaved; and up/down knob, right/left knob, forceps elevator knob, forceps elevator lever, grip, scope connector, distal end cover have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. Customer reprocesses devices in oer series automatic endoscopy reprocessor with high level disinfection.

Event description:
Customer returned the device for evaluation and repair of a poor air and water supply issue occurring during a diagnostic medical screening procedure. The procedure was completed with the same device. There is no harm or adverse impact to the patient. There is no information if there was a delay in the completion of the procedure. Devices are inspected prior to use in any procedure. Upon evaluation of the returned device, it was noted that there was presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the presence of foreign material in nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle appeared to be a white fibrous foreign matter (gauze, towels, etc.) But could not otherwise be identified and a definitive root cause of the issue could not be determined, however, the foreign material was likely from wiping after washing and entered into the air/water supply channel , resulting in a clog of the air/water supply nozzle . The event can be detected/prevented by following the instructions for use which state: "3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". ¿inspection of the entire endoscope¿ ¿9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. ¿inspection of objective lens surface cleaning function¿ ¿when using the spray button (for general-purpose upper gastrointestinal videoscopes other than gif-n260)¿ ¿1. Check that water flows over the entire endoscopic image when the spray button is pushed all the way (two-stage push) while covering the hole of the spray button with your finger. 2. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image. 3. When you release your finger from the spray button, visually check that the water stops flowing on the endoscope screen and the button returns smoothly to its original position. 4. Air comes out by covering the hole of the spray button with your finger. Make sure that this air removes most of the residual water on the objective lens surface and that the endoscopic image becomes clear¿. Reprocessing survey info: - the device was cleaned, disinfected, and sterilized before being sent to olympus - it is unknown if there was a delay in the start of pre-cleaning - it is unknown if air/water nozzle was flushed with water and air - it is unknown if the endoscope was immersed in detergent solution - it is unknown if the air/water nozzle with the detergent solution - it is unknown if the device was wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges olympus will continue to monitor field performance for this device.